Event description:
Information received from the field notes that a holter monitor documented the patient's rate as in the 30's. The patient was symptomatic at that rate. The capture threshold was 1.6v and the pacer was programmed to 5.0v. The possibility of oversensing and lowering the sensitivity was discussed with the physician, but the physician did not want to change the programmed settings. The patient was sent home and will be evaluated at a later date.